Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 06955, was returned and analyzed. External visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was never used for application. The returned catheter passed the performance test with triggering any issue. Dissection revealed a kinked guide wire lumen 0.94 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.